Event description:
Procedure type: lap chole. According to the reporter: the clips scissored on tissue multiple times without torquing or pressure. Applied another device. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. Nothing fell into the patient's cavity; however, the vessel was reported as severed. Additional information has been requested. Patient was discharged and is doing well.

Manufacturer narrative:
(B)(4). (B)(4).